Manufacturer narrative:
E1 : patient city : (B)(6) . Patient country : austria.

Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2025 the patient called to report high blood glucose (bg) levels that went over 400mg/dl and was out of range for more than 90 minutes. The patient reported the tubing to their infusion set came off of the adapter. The agent advised the user to change out their infusion set, and walked the user through the steps, and insulin delivery resumed. The patient also reported having low bg levels that went as low as 37mg/dl and was able to correct their low bg by consuming glucose tablets. No further information was available.